Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator revealed an elective replacement indicator alert indicating battery depletion. Premature battery depletion was suspected due to the longevity indicated on the previous device check in (B)(6) 2018. Implantable cardioverter defibrillator was explanted and exchanged on (B)(6) 2018. No patient symptoms were reported.